Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first proximal stent row was damaged and stent struts were lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.00x8mm synergy ii drug-eluting stent was advanced to treat the lesion. However, during delivery, the device would not advance. Following removal of the device from the patient, it was noted that the stent struts were flared. The procedure was completed with another synergy ii stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.00x8mm synergy ii drug-eluting stent was advanced to treat the lesion. However, during delivery, the device would not advance. Following removal of the device from the patient, it was noted that the stent struts were flared. The procedure was completed with another synergy ii stent. No patient complications were reported and the patient's status was stable.